Event description:
Covidien received a report of a n-560 missing display segments. No patient harm reported.

Manufacturer narrative:
The customer reported failure of missing segments was duplicated. The front board and flat cable was replaced and the problem solved. Information has been added to the database for trending purposes. (B)(4).